Event description:
It was reported that the 9800 system experienced a charger failure error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to correct the keyboard connection into the cpu pcb. Cpu pcb and other pcb reset into correct backplane positions. Erased flashed memory and reloaded software and cal, files. Replaced filament driver pcb. The system was tested and found to be working as intended and placed back into service.